Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level was 500mg/dl. Customer experienced different blood glucose level was 212, 499, 315 mg/dl. Customer stated that they did not allege pump was under delivering and cannula was not bent. Customer declined for troubleshooting for high blood glucose .the product will not be return for the analysis.

Manufacturer narrative:
Concomitant medical product has been added to this report.